Event description:
The medtronic carpediem dialysis machine was in use on a patient when the display which is also the device control became no longer readable. The rn was unable to clear alarms, blood pump stopped, and no controls were functioning. The rn manually returned the patient's blood and removed the device. Subsequent therapy was started a few hours later on a different carpediem device. The patient required additional line access, new circuit initiation, inability to achieve dialysis, fluid removal goals, and hemodynamic instability.